Event description:
It was reported that during a coronary artery drug eluting stenting procedure, the device could not cross the lesion and the stent was damaged. The target lesion was predilated using a 3.0 x 15 mm quantum maverick balloon and an attempt was made to cross using this 3.5 x 20 mm taxus express2 drug eluting stent. When attempting to cross the lesion, a stent strut was lifted. The stent strut damage was noted when the device was removed for further predilation of the lesion. Another 3.5 x 20 mm taxus express2 drug eluting stent successfully crossed the lesion. There were no reported pt complications as a result of this event and the pt was reported to be okay following the procedure.

Manufacturer narrative:
As no device was rec'd for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. There was no indication of a mfg defect or anomaly identified within the review of the mfg records for the reported batch number. The most probable root cause will be considered operational context due to anatomical and or, procedural factors encountered during the procedure.